Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one day post filter deployment, a computed tomography of abdomen and pelvis with contrast study was performed for left lower quadrant pain. The study showed interval placement of an inferior vena cava filter without evidence of complication. Around five months later, the bard denali inferior vena cava filter was removed. During the procedure, using the ultrasound guidance through the right internal jugular vein approach, a wire was advanced, and sheath was advanced over the wire into the inferior vena cava. An inferior vena cavogram was performed which reveals patent inferior vena cava and infrarenal inferior vena cava filter was noted. Also, there was a tiny amount of thrombus in the apex of the inferior vena cava filter. Then a snare was used to grab the hook of the top of the filter and the filter was removed through the sheath under fluoroscopy. The completion inferior vena cava gram was performed which reveals complete removal of the inferior vena cava filter. Therefore, it can be confirmed that the patient experienced thrombus post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully in a patient after being diagnosed with pulmonary embolism and hypercoagulable state. Six months and six days post filter deployment, it was alleged that the patient was diagnosed with thrombus above the inferior vena cava filter. Reportedly, the filter has been removed with a snare device under fluoroscopy. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully for a patient with pulmonary embolism and hypercoagulable state. It was alleged that the thrombus was noted above the filter. The device has been removed under fluoroscopy.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
Our firm received an FDA email correspondence on (B)(6) 2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. UDI related data quality updates only. D4: medical device expiration date- although the lot number was requested, it was not provided by the complainant; therefore, the exp date is na. G4: k240257, k160866, k143208, k130366.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully in a patient after being diagnosed with pulmonary embolism and hypercoagulable state. Six months and six days post filter deployment, it was alleged that the patient was diagnosed with thrombus above the inferior vena cava filter. Reportedly, the filter has been removed with a snare device under fluoroscopy. However, the current status of the patient is unknown.